Manufacturer narrative:
All available information was investigated, and the reported unintended movement (sleeve steering issues) could not be confirmed via returned device analysis. The reported positioning failure (leaflet grasping - clip not implanted) and positioning failure (leaflet capture - clip not implanted) could not be replicated in a testing environment. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar complaints reported from this lot. Based on available information and the results of analysis, a cause of the reported unintended movement (sleeve steering issues, m-knob steering), associated with the unintended m-knob response, could not be determined. The reported positioning failure (leaflet grasping - clip not implanted) was due to the reported m-knob steering issue. The reported positioning failure (leaflet capture - clip not implanted) was due to insufficient leaflet insertion. There is no indication of a product quality issue with respect to manufacture, design, or labeling.

Event description:
It was reported that a mitraclip procedure was performed to treat degenerative mitral regurgitation (mr) with a grade of 4+, and a prolapsed posterior mitral leaflet. A mitraclip ntr was inserted and grasping was performed. However, the m knob did not work as usual. Each time the m knob was applied to reach the junction area, it would rebound slightly, and the leaflets were unable to be grasped or captured. Therefore, the clip was removed from the patient and the procedure was discontinued. No clips were implanted, and the mr remained at a grade of 4+. There were no adverse patient effects and no clinically significant delay in the procedure.